Manufacturer narrative:
Unit alarmed motor error during rewind. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarm. Pump history download using thds was successful. However, there is no data available on the event date, unable to perform data analysis for motor error alarms complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor failed the motor test. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker, stained address/serial number label. Unable to verify e70 alarm due to motor error alarm. Motor error during rewind due to motor defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an motor error alarm and an e70-motor position encoder alarm. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-712ews was requested and customer response was the device will be returned.